Event description:
During an unspecified procedure, the physician used hemospray endoscopic hemostat. It was reported that the powder was not able to be deployed. The procedure was then completed using another hemospray and the case was successful. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal. Use product code: qau. Section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. A product evaluation was performed on the video provided in response to this report. The report was confirmed with the video provided. The video shows the device activated and turned on in the hand of the user. The activation button is depressed in the video, but no powder is released. The user shakes the device and attempts to spray powder again but the device does not spray as intended. Small amounts of what appears to be powder and a catheter can be seen in the sink the device is aimed toward. Our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was present on the exterior of the device. The device was tested as returned and sprayed several times before stopping due to the co2 being completely utilized. The co2 cartridge did not discharge when deactivated and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed that the lance had rotated inside the regulator. The lance is beveled and the product appears to have been manufactured to spec. The lance is suspected to have rotated during discharge due to the co2 cartridge having a full and centered puncture. A second functional test with a new co2 and activation knob was not possible due to the rotated lance. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the laboratory evaluation of the returned device could not confirm the report because the device sprayed as intended when tested, however the report was confirmed based on the video provided by the user. The root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.